Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01993, 0001822565 - 2020 - 01994.

Event description:
It was reported upon inspection in the (B)(6) warehouse, there was a crease in the sealing area of the product. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the returned products identified no void or peeling of the seals along the crease and determined that the creased seals are therefore acceptable as per the acceptance criteria during manufacturing. No failure was found as the products are within specification(s). No further investigation or action is required after review. Event is no longer considered reportable, and initial report submitted should be voided.

Event description:
Upon review of additional information, it has been determined that the seal integrity was not compromised. The sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.